Event description:
It was reported that a motor stall was noted in the pump logs upon interrogation, inter-operatively during a catheter revision. The cause of the motor stall was unknown. A volume discrepancy was also reported where the actual residual volume (arv) was greater than the expected residual volume (erv). Specific values for volumes were not provided. A (B)(6) study was performed and was successful. However, due to the unknown cause of the motor stall, as well as previously documented motor stalls, the physician replaced the pump. The drug delivered via the pump was compounded baclofen (concentration of 1500 mcg/ml and a daily dose of 100 mcg/day). The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).